Event description:
As reported by our edwards affiliate in italy, during a transfemoral tavr procedure, prior to the advancement of the devices, the access vessel was pre-dilated. Some difficulties were reported crossing the native valve with the guide wire. Resistance was encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through the esheath. The valve appeared to get stuck about 10cm after the partially expandable part of the esheath. During the attempts to advance the devices, the delivery system also kinked a bit. Once the valve was through the sheath, no difficulties were encountered crossing the native valve. As the sapien 3 ultra valve was advanced, a drop on blood pressure occurred. The patient went into cardiac arrest due to a laceration of the ventricular wall. A pericardial effusion was observed on echo. The procedure was converted to open surgery to repair the cut though the ventricular wall. Post procedure, the implant was performing normally and in the correct position. The patient was transferred in stable condition, but not awake. Four (4) days post tavr, the patient expired due to multiple organ failure.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), cardiac perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. The esheath and commander delivery system were returned to edwards for evaluation. Due to the nature of the complaint, functional testing and dimensional analysis were not able to be performed. Visual inspection was performed. The pre-decontamination inspection revealed the esheath liner was expanded and the tip was opened as designed. Scratches were also observed along the sheath body. Inspection of the delivery system revealed two (2) kinks/push marks 12cm to 15cm from the tip. The balloon was fully inflated with no leaks observed. No other abnormalities were observed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, the complaint for 'system component damaged' was confirmed by visual inspection of the returned device. However, a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during procedure, while pushing the delivery system through the esheath, a strong resistance was experienced. The delivery system was kinked a bit, suspected to be occurred after the repeated pushes to try and get the delivery system past the junction'. Per training manual 'if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2cm. In expectation of high friction, use short movements'. As such it is possible excessive manipulation was performed in order to overcome resistance felt leading to the kinking of the delivery system in this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definite root cause could not be determined, investigation results suggest procedural factors (excessive manipulation) may have caused or contributed to the device damage and cardiac perforation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.